Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, the stapler did not fire, the surgeon was able to press the green button but the handle could not be squeeze. A new stapler was used to complete the case. There was no patient injury.